Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. Investigation found the modem made a rattling noise when moved. Disconnecting the modem resolved the reported issue. Modem removed for repair. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would unexpectedly loset power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.